Manufacturer narrative:
Concomitant medical products: information references the main component of the system and other applicable components are: product ID: neu_unknown_lead, lot# unknown, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator (ens) for urgency frequency and urge incontinence. It was reported that the patient had some itching and burning at the incision site, but they had finished the antibiotics that were provided. The patient was advised to speak with their clinician. Contributing factors were unknown. It was reported the issue was unresolved. No further complications were reported or anticipated.